Manufacturer narrative:
(B)(4). Analysis was normal. No anomaly was found.

Event description:
It was reported that non-sustained oversensing was observed. Review of session records revealed that oversensing episodes were of non-biological origin. There were also variable lead impedance measurements. Lead damage was suspected. Lead was explanted and replaced. Patient's condition was good post-procedure.